Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the video slice (vsl). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, the 307 error was found indicating confirming the fault occurred in the field. Upon visual inspection, the vsl was found to be contaminated. The unit was installed onto a golden system where was triggered indicating fault on the vsl, it failed error 307, replicating the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer encountered a non-recoverable fault 307. Customer rebooted system 2-3 times, but issue was the same. Technical support engineer (tse) reviewed logs and suggested him for hard power cycle on vision side cart (vsc) side; however, the issue persisted. There was no reported injury.